Event description:
It was reported that stent damage occurred. While prepping a 32x3.00 omega¿ stent delivery system for use, it was noticed that stent was deformed. The procedure was completed with a different device. No patient complications were reported and patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that stent damage occurred. While prepping a 32x3.00 omega stent delivery system for use, it was noticed that stent was deformed. The procedure was completed with a different device. No patient complications were reported and patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an omega stent delivery system (sds) with stent and no other devices. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secure on the balloon. There were numerous kinks throughout the hypotube. The middle of the stent had nine (9) rows of struts that were bent and flared. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).